Manufacturer narrative:
The patient's sample was sent to the manufacturer for investigation. The customer's ft3 iii results (above reference range) were reproduced. The investigation found both sample tubes were within the reference range. The investigation found that result obtained using the ft3 iii reagent used by the customer was clearly higher than the result obtained using the recently introduced ft3 iii v2 reagent. The investigation determined the patient's sample contained an interfering factor to streptavidin in the reagent. The rarely occurring event of these interfering factors is covered by a disclaimer in the section limitation ¿ interference in the method sheets of all applicable products: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by a suitable test design". The investigation did not identify a product problem.

Manufacturer narrative:
The investigation is ongoing.

Event description:
There was a complaint of questionable elecsys ft3 iii results for 1 patient tested with a cobas e801 module, (B)(4). The questionable results were reported outside the laboratory where the physician asked for additional testing. The patient¿s sample was initially tested by the customer¿s e801 module. The repeat was performed by the wako accuraseed method. The sample was submitted for investigation where there was a discrepant result with the abbott architect method. The lot number and expiration date of the elecsys ft3 iii used were requested, but not provided.